Manufacturer narrative:
Investigation is underway.

Event description:
As reported via edwards lifsciences patient support center, approximately 1 year and 2 months post implantation of a 23mm sapien 3 ultra resilia valve in the aortic position, a potential second tavr due to significant tissue growth and valve leakage. Symptoms reported as heart races without much exertion and minimal walking. According to the medical record, approximately fourteen months post implant a follow up was performed, noting that the patient is asymptomatic from a cardiac standpoint. A 2d echo was performed as part of follow up. Results of the exam noted a bioprosthetic valve is present in the aortic position. Severe transvalvular prosthesis regurgitation, gradients higher than expected consistent with stenosis, ava of 0.9cm and the mean gradient was 33.6mmhg. A consultation with cardiothoracic surgery was performed and the plan is for surgical valve replacement.

Manufacturer narrative:
The event reported anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported central leak and stenosis were confirmed based on the medical record. A review of the DHR and lot history did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Regarding the reported stenosis, per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had vast comorbidities (e.g. History of aortic stenosis ,hyperlipidemia, dm2, htn), which are known factors that may increase the risk of atherosclerosis leading to early valve degeneration/reduce eoa (effective orifice area) of valve. In addition, an unknown tissue growth was reported. All these factors could obstruct the blood flow across the valve resulting in stenosis. As such, available information suggests that patient factors (pre-existing comorbidities, unknown tissue growth) may have contributed to the complaint event. Regarding the reported central leak, per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. In this case, it is possible that stenosis and unknown tissue growth prevented the leaflets from proper coaptation, resulting in central regurgitation as reported. As such, available information suggests that patient factors (stenosis, unknown tissue growth) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections: b5, d6, g3, g6, h2, h6 impact code have been updated.

Event description:
Additional information: the valve was explanted.